Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed total maintenance service on the instrument. The cse checked all fittings and tubing for leaks, inspected the wash station and performed a dispense test. The cse replaced the gray peristaltic pump tubing and cleaned the luminometer. The cse inspected the probes, pumps and syringes. Then, the cse ran precision of multiple dilutions and quality control (qc), resulting within expected ranges. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Mdrs 2432235-2018-00039 and 2432235-2018-00052 were filed for the same event.

Event description:
A patient sample was tested for cardiac troponin (tni-ultra) on the advia centaur cp instrument. This result was not reported to the physician(s). The same sample was repeated, in duplicate, on the same system and the first result from the duplicate run was discordant and falsely low. The discordant, low result was not reported to the physician(s). The 2nd replicate result matched the initial result and was reported to the physician(s). The patient was treated based on the true positive result. There are no reports of patient intervention or adverse health consequences due the discordant, falsely low tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2018-00051 was filed on 05-feb-2018. Additional information (14-feb-2018): a siemens headquarter support center (hsc) specialist evaluated data related to the event. The hsc specialist determined that any change in the quality of the wash performance or the sample preparation contribute to discordant results and the components previously replaced by the customer service engineer (cse) were correct for optimal assay performance. The hsc specialist further determined that troponin ultra is a direct assay and incomplete washing, due to poor tubing, could potentially lead to discordant results. The hsc specialist determined that sample specific issues, such as undetected fibrin in samples, potentially contributed to the discordant, falsely low cardiac troponin (tni-ultra) result. MDR 2432235-2018-00039_s1 and MDR 2432235-2018-00052_s1 were filed for the same event.